Manufacturer narrative:
The date of the event onset was reported as an unreported date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, and frequencies not reported) for peritonitis. Action taken with extraneal and physioneal therapies was not reported. Five days after the date of admission, the patient was discharged home from the hospital. At the time of this report, the patient had not recovered. No additional information is available.

Manufacturer narrative:
The patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.